Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 3 ml of [unspecified] juvéderm® volift¿ (to points ck1, ck4 and jw1) and 1 ml of [unspecified] juvéderm® volite¿ for marionette. Two and a half months later, the patient began to experience infection, pain, and edema in the zygoma and jawline. Hcp claims the symptoms are only at the juvéderm® volift¿ injection sites and not at the juvéderm® volite¿ injection site. Hcp states "the right side of patient's face was worse". Symptoms are ongoing. This relates to [unspecified] juvéderm® volift¿.